Event description:
New information received indicates that additional troubleshooting was performed. Changes were made but the patient felt worse. The programming was changed back. No additional intervention was performed. The patient was stable.

Manufacturer narrative:
The reported complaint of the aveir lp rate-responsive pacing algorithm causing rate response issues was confirmed. Based on the information provided, there is no evidence of any malfunction of the aveir lp. The lp appears to be responding to internal temperature changes and increasing pacing rates as designed. Unfortunately, it appears that this patient is experiencing known limitations of the aveir lp¿s temperature-based activity sensor and algorithm.

Event description:
It was reported that the patient presented after experiencing a heart rate spike and fatigue during exercise. It was noted that the rate response function on the leadless pacemaker was not appropriately adjusting the patient's heart rate. Programming changes were made. The patient was stable.